Event description:
International affiliate reported that the device tore four days after being placed in service. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.